Event description:
The complainant alleged that during a routine shift check by a clinician the device intermittently displayed the "test ok" message when performing the device self test. The complainant indicated there was no pt involvement with this report malfunction.